Manufacturer narrative:
The field had no further information concerning this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was unable to be implanted in a patient for an unknown reason during a procedure. The ra lead was removed prior to pocket closure and was never in service. No adverse patient effects were reported.